Event description:
(B)(4). Same case as 2134265-2010-04310. It was reported that following a coronary artery treatment procedure, the patient experienced a myocardial infarction and restenosis. The patient underwent a repeat revascularization percutaneous coronary intervention. Balloon angioplasty of the left anterior descending artery (lad) and second diagonal branch with placement of a taxus express 3.0 x 20 mm stent in the distal third of the lad and a 2.5 x 16 mm taxus express stent in the proximal third of the lad via kissing balloon technique was performed. At 1592 days later, the patient was admitted with a non q-wave myocardial infarction. The highest ck value was 22.6 and highest ck-mb value was 3.8. The first diagonal originating from segment 6 or 7, before segment 8 with a 99% pre treatment stenosis was treated. Residual stenosis was less than or equal to 30%. The patient was discharged 11 days later.

Manufacturer narrative:
(B)(6).device evaluated by manufacturer:as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)

Event description:
It was further reported that the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).